Manufacturer narrative:
The technician found the communication cable was cut. The technician replaced the communication cable to resolve the issue.

Event description:
The account alleged the nurse call was not functioning. No pt impact.